Event description:
It was reported that the table locks disengaged without foot pedal activation, causing the tabletop to unexpectedly free float in the longitudinal and lateral directions. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the opto-coupler actuators in the foot pedal mechanism were misaligned. The fe adjusted the alignment of the actuators and verified that the table locks were functioning nominally.